Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a mildly calcified and tortuous lesion in the left anterior descending artery. The 3.50x15mm nc trek balloon dilatation catheter (bdc) was advanced to the target lesion to post dilate a stent however when inflating to 10 atmospheres, a leak was noted at the proximal portion of the balloon. The bdc was removed and another one was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.